Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. A revision of the lead was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter (sic). Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. 246 lifetime ventricular short interval counts (v-sic) occur since (B)(6) 2013. 6 non-sustained tachycardia (nst) and 5 lead failure predictor (lfp) episodes of <(><<)> 220 ms v-v cycle are recorded between (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 5072-58 implantable pacing lead (B)(6) 2011; 429678 implantable pacing lead (B)(6) 2013; dtba2d1 implantable cardioverter defibrillator (B)(6) 2013. (B)(4).